Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra transcatheter heart valve, the valve frame was observed to be damaged after crossing the aortic arch. Despite this, the valve was implanted in the intended position with perfect result. There was no patient injury and the patient was discharged.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images were provided and review by a clinical specialist, the following was noted: mild annular calcification predominantly in the region of the left coronary cusp, and mild calcification of the aortic leaflets. The reported event for frame damage was unable to be confirmed as no device or procedural imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The presence of calcification created a challenging pathway during the delivery system with crimped valve advancement through the aortic arch. It is likely that the frame interacted with calcification during the advancement of the delivery system through the patient anatomy and, if compounded with further device manipulation, could result in the reported bent struts. As such, available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.